Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 507658 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was having pocket stimulation with the magnet/programming head application to the device at high output pacing. It was noted that the caller was inquiring if the can was coated and if this was the cause. The device remains in use. No patient complications have been reported as a result of this event.